Event description:
It was reported that the patient was found unconscious with a fever of 108 degrees. The patient was brought to the emergency room (ER) where they were hospitalized and intubated. It was suspected the patient had heat stroke. The patient also had an altered mental status, sweating and underdose symptoms. The pump system was being used to deliver compounded baclofen. It was later reported that no troubleshooting was done. The patient was recovering and was getting benefit from the therapy. It was again noted that it was thought that the patient had heat stroke.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).